Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) that the implantable neurostimulator (ins) was replaced since the patient had pain at the implant site when they sat down or bent over. The patient had requested that it be removed and replaced. It was noted that a dent and scratch were observed by the healthcare provider (hcp) on the device. The patient has since followed up with the hcp. The symptoms have been reduced, and they no longer experience pain at the site. There were no further complications reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that patient had a return of symptoms and had pain in their abdomen. The cause was unclear to the hcp and the operation report indicated that there were no sutures to secure the device. The battery was replaced and it was not due to normal depletion, a product malfunction was noted. The hcp stated that the implantable neurostimulator (ins) was discarded. No further complications were reported/anticipated.